Event description:
It was reported that air bubbles and gaps were observed in tandem mobi cartridge during pumping, starting as small champagne-sized bubbles and eventually forming into a larger bubble. There was no adverse impact to the customer's blood glucose level. Customer was no longer experiencing issue at time of call, had pumped air bubbles out through fill tubing process, and was educated by technical support to use room temperature insulin when filling cartridge, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 11 / 2.9.1 / ios 18.4.